Event description:
The company was not notified that revision surgery had been scheduled. When contacted, the implant center reported that the surgeon had performed skin flap surgery in 2002 and then the patient bumped their head and the device started to extrude. The surgeon removed the device 4 months later.